Event description:
On 26-mar-2026, it was reported by a distributor via (B)(4) that an ar-8770-01 t25 hexalobe, cannulated driver shaft (from the set ar-8750s sn: (B)(6) broke while in use on a patient. It was reported the tip broke off and was retrieved from the tissue. This was discovered during an arthroscopic ankle fusion w/ 5/7 comp ft screw with no patient harm. The case was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.